Manufacturer narrative:
Based on the results of the investigation, a probable root cause for the watertightness failure cannot be identified. The internal charged-coupled device may have failed due to a watertightness failure. Therefore, it is likely that normal communication was not possible, leading to the occurrence of the image abnormality. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a watertightness failure and an image abnormality occurred. There was no patient involvement.